Manufacturer narrative:
Per tandem's t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection at the luer lock was intermittently loose. Reportedly, the luer lock connecter became loose while the customer was asleep. Reportedly, the customer would ensure the connector to be securely connected to resolve the issue. Customer's blood glucose was 280-320 mg/dl.